Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a failure occurred on a homechoice device. The specific failure is unknown. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 3297 was identified during the sample evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection and functional testing was performed and the device was not found to meet product specifications. The cause of the condition was determined to be the digital pcb. To correct the condition, the digital pcb was to be replaced. Should additional relevant information become available, a supplemental report will be submitted.